Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v695669, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 3093-28, lot# v695669, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer representative would reset the power on reset (por) and it would recur. The reporter attempted this 10 times. It was stated that the implantable neurostimulator (ins) was not near end of life. The ins was explanted the day of the report and would be sent back for analysis. It was noted that the issue started with the ins not communicating with the patient or clinician programmers. It was also reported that the lead was replaced due to ¿severe migration.¿ the reporter had not seen a similar case with this severity. The replacement lead was placed on the left side with the ins in the same location. It was noted at the patient was in a severe car accident last year and that could be the possible cause for the lead migration.